Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device does not turn on. The asp evaluated the device on site and determined this was a malfunction of the capacitor and restored processor board printed circuit assembly (pca) 453563478461. The asp provided part number and pricing for this replacement restored processor board pca and capacitor; however, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor and restored processor board pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp provided part number and pricing for a replacement restored processor board pca and capacitor; however, the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx indicating that the device does not turn on. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device does not turn on. The asp evaluated the device on site and determined this was a malfunction of the capacitor and processor. The asp provided part number and pricing for a replacement processor and capacitor; however, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor and processor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp provided part number and pricing for a replacement processor and capacitor; however, the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx does not initialize. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.